Manufacturer narrative:
Patient was given topical lightening medication for healing care. However, the customer site was unable to provide additional information, so we are unable to investigate the incident further. Burns are expected side effects from laser treatments, however this is reportable because the patient is currently receiving intervention from a dermatologist.

Event description:
Patient experienced a burn and is receiving medical intervention from a dermatologist.